Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and discovered the battery did not pass runtime test. Fluid contamination was found on the batteries. To fix the issue the fse replaced the battery. The unit passed all calibration, functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) displayed a battery related malfunction. There was no adverse event reported.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.